Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal gablofen 2000mcg/ml at 1591mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and head/brain injury. The concomitant medications were not reported. The patient history was reported as anoxic brain injury. It was reported that with increased dose the patient had been experiencing symptoms of periodic staring with decreased responsiveness. With most recent increase to 1591 mcg/day of intrathecal gablofen, these episodes increased and were accompanied by high blood pressure and tremors. It was thought/suspected the patient was having focal seizures. A dye study was recommended. The issue was not resolved. Additional information would be obtained from the hcp on (B)(6) 2015. The patient status at the time of this report was "alive- no injury." No surgical intervention was planned or has occurred. Additional information received from the hcp (neurologist) reported that the seizure activity began on (B)(6) 2015. The patient was started on keppra, and the patient was doing much better on (B)(6) 2015. No further pump work up was planned at this time. The diagnostics/troubleshooting/actions/interventions related the to symptoms remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Event description:
Additional information received from the manufacturing representative reported that after starting on the seizure medication (keppra), and by (B)(6) 2015 the symptoms had resolved. No other interventions were performed and no work up related to the pump was performed.